Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019. Philips technical support provided guidance to trouble shooting guide for 3127. Refer cu to figure 9-68, cv4 location and orientation. Provided service man rev j. Due to no part(s) returning for failure investigation the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reports heated filter back pressure out of range. The device was in clinical use at the time the reported event was discovered; however, there was no harm to the patient or user.